Manufacturer narrative:
Age at time of event: (B)(6) years or older. Device evaluated by MFR.: promus select ous mr 32mm x 2.75mm stent delivery system was returned for analysis. Examination of the stent identified stent damage. Analysis identified stent struts stretched and misaligned along entire length of partially deployed stent. The distal end of the stent was flared outwardly. Approximately 0.3cm of the stent remained tightly crimped towards the distal end. A review of the manufacturing stent profile data was performed and the max stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and signs of partial balloon inflation were noted. The balloon wings were subjected to positive pressure. Examination of the tip found no tip damage. Examination of the hypotube found a hypotube kinked at 38.5cm distal from the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 24feb2021. It was reported that crossing difficulties were encountered. Vascular access was obtained via right femoral artery. The 80% stenosed, concentric target lesion with a bend of between >45 and <90 degrees was located in the mildly calcified left circumflex artery. A 32 x 2.75 promus select drug-eluting stent was advanced but failed to cross the lesion. The procedure was not completed as another of the same device was unavailable. No patient complications were reported and the patient status was stable. However, device analysis revealed stent damage.